Event description:
It was reported that the camera head had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is a fault in the camera cable, scratches (holes) on the camera cable, discoloration on the electrical contact points of the video connector, a water-tightness defect on the camera cable and stickiness (adhesion) on the camera cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained from this complaint and the survey results did not lead to the identification of the cause of the problem. It is presumed that the camera cable is damaged (has a hole in it), so it cannot maintain airtightness, and the camera cable is defective in terms of waterproofing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had poor image quality. There were no reports of patient harm.